Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while priming bd nano¿ ultra-fine¿ pen needles, 32g x 4mm medication did not flow. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that pen needles are clogging during priming.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported while priming bd nano¿ ultra-fine¿ pen needles, 32g x 4mm medication did not flow. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that pen needles are clogging during priming.